Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber toward the end of the procedure. Based on the signals in the run data file, it cannot be ruled out that the donor's platelets may have been activating in the channel and in the lrs chamber, disrupting the packed bed and causing platelets to exit the centrifuge in an inconsistent manner. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. Additionally, the signals in the run data file indicate that the device had difficulty establishing and maintaining steady state operation during portions of the procedure, so it cannot be ruled out that the needle line access may have shifted and could potentially have impacted the collection. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber toward the end of the procedure. Based on the signals in the run data file, it cannot be ruled out that the donor's platelets may have been activating in the channel and in the lrs chamber, disrupting the packed bed and causing platelets to exit the centrifuge in an inconsistent manner. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. Additionally, the signals in the run data file indicate that the device had difficulty establishing and maintaining steady state operation during portions of the procedure, so it cannot be ruled out that the needle line access may have shifted and could potentially have impacted the collection. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Correction: for this donor's future donations, you may consider proactively making two 'system ac up' adjustments to increase the anticoagulant in the system as soon as the option becomes available. You may also consider monitoring this donor's next few platelet donations for wbcs to determine if there is any donor specific leukoreduction failure trend. In order to efficiently collect platelets, the trima accel system needs to operate at steady state. Please refer to the trima accel screens, operator's manual, and your sops for information on minimizing donor access issues. Root cause: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber toward the end of the procedure. Based on the signals in the run data file, it cannot be ruled out that the donor's platelets may have been activating in the channel and in the lrs chamber, disrupting the packed bed and causing platelets to exit the centrifuge in an inconsistent manner. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. Additionally, the signals in the run data file indicate that the device had difficulty establishing and maintaining steady state operation during portions of the procedure, so it cannot be ruled out that the needle line access may have shifted and could potentially have impacted the collection.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.